Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a red alert had been generated for this system due to an out of range pacing impedance measurement on the right ventricular (rv) channel which was 2067 ohms. The lead safety switch (lss) was also triggered which switched the lead configuration from bipolar to unipolar configuration. A boston scientific technical services consultant recommended further testing. No adverse patient effects were reported.